Event description:
Inaccurate erratic readings. In blood glucose tests, customer received readings of 187 mg/dl, 123 mg/dl, 199 mg/dl, 189 mg/dl, 450 mg/dl, 146 mg/dl, 388 mg/dl, 323 mg/dl, 224 mg/dl, 282 mg/dl within 10 minutes. The results when plotted on the parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.